Manufacturer narrative:
(B) (4): lead was not implanted, electively by the physician because the patient needed a higher energy ICD.the analysis on this device is pending. (B) (4)

Event description:
During the implantation procedure, the patient was induced into vf and the ICD detected and shocked appropriately but did not have enough energy to rescue the patient. It was reported that this lead worked fine, it was the physician decision to not implant the system, and another manufacturer devices were implanted.note: the ela ICD was also reported on an MDR.

Event description:
During the implantation procedure, the patient was induced into vf and the ICD detected and shocked appropriately but did not have enough energy to rescue the patient. It was reported that this lead worked fine, it was the physician's decision to not implant the system, and another manufacturer devices were implanted. Note: the ela ICD was also reported on an MDR.

Manufacturer narrative:
(B) (4) lead was not implanted, electively by the physician because the patient needed a higher energy ICD. The analysis on this device is pending.